Manufacturer narrative:
Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Please note that this is the gender of the majority of patients reported in the article. Please note that this date is based off the date of publication of the article as the actual event dates were not provided. Section d information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: 3389, serial# unknown, product type: lead; product ID: 3389, serial# unknown, product type: lead; product ID: 3389, serial# unknown, product type: lead. The reported events were from the following literature article: sitnikov ar, grigoryan ya, mishnyakova lp. Bilateral stereotactic lesions and chronic stimulation of the anterior thalamic nuclei for treatment of pharmacoresistant epilepsy. Surgical neurology international 2018; 9: 137 doi: 10.4103/sni.sni_25_18. If information is provided in the future, a supplemental report will be issued.

Event description:
The following events were reported in literature: reported events: 1. Patient 3: one female patient with ant dbs for treatment of epilepsy experienced ¿current leak¿ at the implantable neurostimulator (ins) site with monopolar stimulation. The current leak was noted at the 6-month follow-up visit. This phenomenon disappeared after stimulation was changed to bipolar mode without reducing the amplitude/frequency and with the same efficacy in seizure reduction. 2. Patient 6: one male patient with ant dbs for treatment of epilepsy experienced ¿current leak¿ at the implantable neurostimulator (ins) site with monopolar stimulation. The current leak was noted at the 6-month follow-up visit.this phenomenon disappeared after stimulation was changed to bipolar mode without reducing the amplitude/frequency and with the same efficacy in seizure reduction. 3. 1 patient with ant dbs for treatment of epilepsy had a unilaterally displaced electrode and failed to achieve significant improvement in terms of seizures. However, the patient¿s quality of life improved as a result of objective improvement in cognitive and psychoemotional status. 4. 1 patient with ant dbs for treatment of epilepsy had one electrode that was found to be 2mm from the intended target. It was noted that this patient had been implanted without the aid of mer (microelectrode recording). The following device specifics were provided: lead model 3389.